Event description:
Caller reportedly received the following results on the aviva system within 10 minutes: 441mg/dl and 110 mg/dl. Caller reported experiencing no symptoms. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement and controls were sent.

Event description:
Caller reportedly received the following results on the nano system within 10 minutes: 441mg/dl and 110 mg/dl. Caller reported experiencing no symptoms. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement and controls were sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Event: should be nano system instead of aviva system.